Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with injection (inj.) Fortum 1gram (g) (in one bag), inj. Reflin 1g (in one bag) and inj. Vancomycin 2g/ 5th day for peritonitis. Patient outcome was unknown. No further information was provided.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.